Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Healthcare professional reported "fluid", "capsular contracture baker grade unknown", "pain", "swelling" and "replacement from textured to smooth due to the patient concern of the implant". This record is for the right side. The device remains implanted.

Event description:
Healthcare professional reported "fluid", "capsular contracture baker grade unknown", "pain", "swelling" and "replacement from textured to smooth due to the patient concern of the implant". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.